Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that insulation breach was suspected on both the right atrial (ra) lead and right ventricular (rv) lead. Oversensed noise was also noted on both leads with arm movement. It was mentioned that the patient is very active. Reprogramming was completed for both leads. The ra and the rv lead remain in use. No patient complications have been reported as a result of this event.